Event description:
On 24th mar 2026, it was reported by a distributor via email that ar-1250lt step drl,2.4mm/3.0mm tisstak/bio-s-tak batch 1323403 drill tip broken upon completion of usage. This was detected during rotator cuff repair procedure. The procedure was completed successfully with no harm to the patient and no fragment left inside patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.